Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years two months of post deployment the patient went for computerized tomography abdomen due to epigastric pain for one month which revealed that an inferior vena cava filter was seen in the lower inferior vena cava with some legs beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: instructions for use: warnings: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with morbid obesity. At some time post filter deployment, it was alleged that the filter perforated the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.